Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the electric system foot control device had a damaged component - cable/cord/wiring, no function, badly damaged housing, torn cable at several places, corroded and rusted bottom plate and contaminated foot pedal. It was noted in the service order that there was connectivity problem with the wire. This event did not occur during surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device did not function, cable was torn at several places, bottom plate was corroded and rusted and the foot pedal was contaminated. The assignable root cause was due to component damage caused by misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.